Manufacturer narrative:
The local area field representative was contacted for additional information. Additional information was received indicating that there were no complications at the change out procedure. The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of device memory found no daily measurements were stored on the date of death. Events stored from the date of death were overwritten and could not be reviewed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired on the same date as device replacement procedure. The cause of death was unknown.